Manufacturer narrative:
Follow up #1 submitted: 01/30/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any load step malfunctions or any loss of prime warnings. On testing, the pump powered on normally. An ez-prime function was performed successfully. Test revealed that the force sensor was out of calibration. The force sensor resistance test revealed the force sensor to be within specifications. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was using more insulin during the priming and load step than usual. There was no patient injury associated with this issue. The technical support representative contacted the patient to troubleshoot the pump, however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.